Manufacturer narrative:
The IFU will be further reviewed and the correct fixation time will be implemented in the next revision.

Event description:
Company representative reported unnecessary gastric biopsy procedure. Patient sample was tested for her2 utilizing the product herceptest (sk001). The product instructions for use (IFU) states the samples should be "fixed for 18-24 hours in neutral-buffered formalin" and also mentions that "biopsy samples in a toga trial were fixed for 6-8 hours". The user misinterpreted the IFU by applying the toga trial criteria for biopsy specimen fixation. As a result, patient being tested for eligibility in a clinical trial had the original specimen disqualified which resulted in an unnecessary biopsy procedure. Patient experienced no adverse effects from the re-biopsy procedure.

Event description:
Company representative reported unnecessary gastric biopsy procedure. The sk001 herceptest product instructions for use (IFU) states the samples should be "fixed for 18-24 hours in neutral-buffered formalin" and also states that "biopsy samples in a toga trial were fixed for 6-8 hours". With two fixation times listed in the IFU, sample fixation conditions are unclear and in this case were misinterpreted by narrowly applying the toga trial criteria for biopsy specimen fixation. Unclear IFU language resulted in patient receiving another biopsy procedure. Patient experienced no adverse effects from the re-biopsy procedure.